Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and the leads had migrated out of the epidural space. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.